Manufacturer narrative:
Conclusion: device investigation did not reveal any device malfunction which can explain the reported recipient performance problem / is supposed to have been present before explantation. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the incus, which occurred as consequence of a post-operative fmt migration. This is a final report.

Event description:
There was no auditory benefit with the device.the loss of sound was sudden.the user was re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
There was no auditory benefit with the device.